Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on an adc blood glucose meter. Customer reported receiving a reading of 157 mg/dl which was higher than a lab reading of 85 mg/dl. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported receiving a high reading on an adc blood glucose meter. Customer reported receiving a reading of 157 mg/dl which was higher than a lab reading of 85 mg/dl. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of precision xceed meter is 5 years. As the manufacturing date of this product is april 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed that all issues that could have led to the complaint were detected all associated product was removed prior to release from the manufacturing site. Clinical data was reviewed and no related incidents were associated with the reported complaint and precision test strips. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a high reading on an adc blood glucose meter. Customer reported receiving a reading of 157 mg/dl which was higher than a lab reading of 85 mg/dl. There was no death, serious injury or mistreatment associated with this event.